Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect stat troponin-I result of 4.2 ng/ml was generated for a patient (sample ID 8760926). The physician questioned the result. The same sample retested negative at 0.00 ng/ml. The patient was redrawn and the result was negative at 0.00 ng/ml. No adverse impact to patient management was reported as a result of the false positive initial result.

Manufacturer narrative:
Review of ticket trending and lot search data for likely cause lot 56905un17 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was also performed to evaluate the performance of reagent lot 56905un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's falsely elevated results as the complaint text indicates a possible sample integrity issue.